Manufacturer narrative:
The reported event of stylet could not be inserted was confirmed while the reported events of high pacing threshold and high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. X-ray examination found that the inner coil inside the connector region was over torqued consistent with procedural damage. Stylet could not be inserted due to over torqued inner coil at the connector region. The cause of the reported event of stylet could not be inserted was isolated to over torqued inner coil which is consistent with procedural damage. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported during implant procedure that the atrial lead exhibited a failure to allow the stylet to advance as well as high impedance and high capture threshold. The lead was successfully exchanged. The patient was stable and asymptomatic.